Event description:
Patient status post l4-s1 click-x fusion construct implantation approximately (B)(6) 2003 returned to surgeon experiencing pain. Surgeon removed all hardware on (B)(6) 2011 and revised the patient to fusion with another product. This is 15 of 20 reports for this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. The manufacturing records were reviewed and no complaint related issues were found.